Event description:
The biomedical engineer reported that on (B)(6) 2021 server patching took place. About 50 minutes after the patching took place, the biomed got a call from the telemetry war room that all gz telemetry units started going into comm loss on the central nurse's station (cns), a few units at a time. The biomed did not have the model / serial numbers of the affected devices, he simply stated "all of them." The event did not last long, but he did not have a specific time frame. According to nihon kohden computer information technology systems support (cits), all it took was a restart of the unified gateway service on the enterprise gateway server. The biomed confirmed this was accurate and all the devices came out of comm loss. No further issues reported. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that on (B)(6) 2021 server patching took place. About 50 minutes after the patching took place, the biomed got a call from the telemetry war room that all gz telemetry units started going into comm loss on the central nurse's station (cns), a few units at a time. The biomed did not have the model / serial numbers of the affected devices, he simply stated "all of them." The event did not last long, but he did not have a specific time frame. According to nihon kohden computer information technology systems support (cits), all it took was a restart of the unified gateway service on the enterprise gateway server. The biomed confirmed this was accurate and all the devices came out of comm loss. No further issues reported. No patient harm reported.